Event description:
It was reported that approximately 3 months postoperatively, the patient complained of mild pain with range of motion in the neck, particularly with extension. The patient was treated with valium 10mg, twice a day and lorcet 10mg, three times a day. At the 6 month postoperative evaluation, the patient required "additional treatment since the previous visit." The patient reported taking lortab 10mg and soma 350mg, three times a day. A non-contrasted cervical CT scan was also ordered at this time for suspected pseudoarthrosis. Approximately 9 months postoperatively, the patient underwent a posterior supplemental fusion with an iliac crest bone graft at c5-c7 for pseudoarthrosis at c5-c6 and c6-c7, as well as intractable neck pain. Lateral mass fixation was achieved using rods and screws. A CT scan showed degenerative changes at c5-c6 and c6-c7 on the left. There was no evidence of focal protruded disc. No other patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Postop visit date: (B)(6) 2006, postop visit date: (B)(6) 2007. Ae outcome: pending additional comments: for suspected pseudoarthrosis non contrasted cervical CT scan was ordered postop visit date: (B)(6) 2007. Surgery type: 2 level posterior cervical fusion c5 to c7 treatment description: 2 level posterior cervical fusion of c5 to c7 with posterior lateral mass instrumentation with axon from c5 to c7 with left iliac crest bone graft. Ae outcome: pending. Ae outcome description: CT shows degenerative changes at c5-6 <(>&<)> c6-7 on the left. No evidence of focal protruded disc. Additional comments: preoperative diagnosis was cervical pseudoarthrosis at c5-c6 and c6-c7; and intractable neck pain. Postop visit date: (B)(6) 2007 ae outcome: pending postop visit date: (B)(6) 2007 treatment description: patient was referred to pain management specialist. Ae outcome: pending postop visit date: (B)(6) 2008. Treatment description: maintenance program of 2 lorcet plus a day. Ae outcome: pending postop visit date: (B)(6) 2010. Ae outcome: permanent disability or complications. Ae outcome description: patient continues to take chronic pain medication under pain management physician. Patient to follow up per study protocol.

Manufacturer narrative:
(B)(4). (No known device problem). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-713 / lot : unknown (x6) - although it is unknown if these devices contributed to the reported event, we are filing this MDR for notification purposes.